Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a health care professional. A review identified the following: a revision occurred due to instability. Within the joint, adhesions were encountered. The shell and stem were well fixed. The head and liner were exchanged with zimmer products, no complications were encountered. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location is unknown.

Event description:
It was reported patient underwent right hip revision approximately 9-year post implantation due to instability. During the revision adhesions and prior capsular repair were non-existent. The head and liner were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.